Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set had insufficient blood flow. This was discovered during use. The following information was provided by the initial reporter: material no. 367364 batch no. 9098593 it was reported that the blood did not go into tube and when needle removed from pt¿s arm, blood that was in tube went on the floor. (B)(4) of (B)(4). We had another incident at our clinic today blood did not go into tube and when needle removed from pt¿s arm, blood that was in tube went on the floor. (B)(6) : rcvd an email from the customer providing the following information: was there exposure to blood/bodily fluid? If yes, provide the details. No staff wearing appropriate ppe ¿ blood was on the floor. Was there medical intervention? If yes, provide the details. Pt received a 2nd venipuncture in order to obtain the specimen. Are samples of the related batch/lot number available for investigation? If yes, please provide the facility full shipping address and I will provide you a prepaid shipping label. No.

Manufacturer narrative:
Additional medical device type: fpa. Additional common device name: intravascular administration set. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set had insufficient blood flow. This was discovered during use. The following information was provided by the initial reporter: material no. 367364, batch no. 9098593. It was reported that the blood did not go into tube and when needle removed from pt¿s arm, blood that was in tube went on the floor. 1 of 2. We had another incident at our clinic today. Blood did not go into tube and when needle removed from pt¿s arm, blood that was in tube went on the floor. 17-dec: rcvd an email from the customer providing the following information: was there exposure to blood/bodily fluid? If yes, provide the details. No staff wearing appropriate ppe ¿ blood was on the floor. Was there medical intervention? If yes, provide the details. Pt received a 2nd venipuncture in order to obtain the specimen. Are samples of the related batch/lot number available for investigation? If yes, please provide the facility full shipping address and I will provide you a prepaid shipping label. No.